Event description:
Customer stated pump has not been beeping with regular programming not alarming with no delivery off and on. Denies any unusual bumping and dropping. Unit did not get wet. Self test performed without audible alarms being used.